Manufacturer narrative:
(B) (4).

Event description:
Procedure: lap appendectomy. According to the reporter: a lap appendectomy was performed on (B) (6) 2010. The patient returned to the operating room on (B) (6) 2010 due to post operative bleeding. A laparoscopic procedure was performed to control the bleeding. The laparoscopic procedure had to be converted to an open procedure to control the bleeding. Blood loss was reported as 1600cc.